Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was unknown. The customer stated that the insulin pump screen had scratches. The customer stated that they could not read the screen. Troubleshooting was not provided. The insulin pump will not be returned for analysis.